Event description:
Right total hip arthroplasty: (B)(6) 2009 - (B)(6) 2009. Acute blood loss anemia, prescription of loveno for prevention of deep venous thrombosis. Left peroneus longus tendon rupture requiring surgery: (B)(6) 2009. Surgery to repair left peroneus longus tendon rupture: (B)(6) 2010. Mechanical loosening: (B)(6) 2010. Fluid collection in or around the joint: (B)(6) 2011 to (B)(6) 2011. Metallosis: (B)(6) 2011. Explant and revision surgery with pinnacle hip implant: (B)(6) 2011. Continued pain: (B)(6) 2011. Dislocation of implant: (B)(6) 2011. Explant and revision surgery with unk device: (B)(6) 2011. Dislocation of implant: (B)(6) 2011. Dislocation of implant: (B)(6) 2011. Explant and revision surgery: (B)(6) 2012. On (B)(6) 2011; physical therapy. On (B)(6) 2011; emergency room visit due to dislocation. On (B)(6) 2010 to present; pain medication. On (B)(6) 2011; consults with other physicians for pain and revision.